Event description:
It was reported that an external fluid leak was observed from a prismaflex m150 set during priming. There was no patient involvement. No additional information provided.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a fluid leak from the dialyzer housing near the blood header. The specific defect that allowed the leakage was not visible in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.